Event description:
Patient's father reported the bolus calculator on the meter sometimes does not calculate the bolus correctly. Father reported that on (B)(6) 2014 patient's blood glucose level was 271 mg/dl; bolus calculator displayed no active insulin and bolus advice was for 3.6 units. Father stated he thinks the bolus calculator has to give a bolus correction of 2.5 units for a target range of 120 mg/dl. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.